Manufacturer narrative:
Product labeling requires visual inspection of the product prior to use and cautions the user not to use cards if the liquid level in the microtube is at or below the top of the gel matrix. In addition, cards that show signs of drying, discoloration, bubbles, crystals, or other artifacts should not be used. Retained testing performed at ocd mts using a known group a negative donor sample was satisfactory. The customer's complaint was not verified. False positive reactions were not noted in the anti-b and anti-d microtubes. Gel cards performed as expected at the ocd site and no false positive reactivity were observed in any of the gel cards. Batch record review was within release specifications. Incident is isolated.

Event description:
The customer reported false positive reactions in the anti-a, anti-b and anti-d microtubes with the mts abd monoclonal grouping card lot # 061708053-06 while performing donor unit abo/rh confirmation while testing a known group a negative donor. The customer indicated that the gel card was inspected prior to testing and that they had seen that the card was dried (crystallized amorphous matter) with a small splash of liquid at the top of the microtube prior to use. They also indicated that they spun the card prior to testing the donor sample. After obtaining the positive results they discarded the entire box of gel cards and retested the donor unit using tube method and results confirmed the blood type as group a negative. According to the customer only donor typing was performed in using gel cards. No patient testing was performed on the affected cards. No erroneous results were reported.